Event description:
It was reported during surgery that a driver tip broke inserting a screw. The surgery was completed with a backup diver with no delay. No adverse patient consequences were reported. This report is related to report number 3025141-2025-00065 for the screw involved in this event.

Manufacturer narrative:
The reported driver was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the driver is unknown.